Event description:
The customer reported that the insulin pump had a loose motor support disk alarm. The customer stated that the alarm occurred during a set change. During troubleshooting, customer confirmed that the device's drive support cap was sticking out. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The occlusion test and prime test could not be performed due to the alarm. The insulin pump had a broken belt clip slot, cracked reservoir tube, stained end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.